Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012, 1688tc lead implanted; (B)(6) 2004; 419388 lead, implanted: 18-mar-2004 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert superior vena cava (svc) lead for high/undefined pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.